Event description:
Healthcare professional reported a left side device rupture of the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a broken shell, 50% of the shell is missing, brown and yellow particles on the surface of the shell. The device was underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior assessed as unidentified (tear) opening, and 50% of the shell is missing assessed as inconclusive. Additional, changed, and/or corrected data: d.4; d.9; h.3; h.4; h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side device rupture of the device. The device has been explanted.